Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the connector of the connecting tube was unable to be connected as external stress was applied to the tube by the user in the incorrect direction. The event can be detected/prevented by following the inspection method from the operator's manual: "9 preparation and inspection. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in december 2012 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found both sides of the grey lock levers and metal clips were detached and missing from the reprocessor (green) plastic connector side. The missing/detached metal clip and lock levers were not returned for evaluation. Additional findings included: minor scratches on the (green) plastic connector and scratches on the metal connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the connecting tube clips are apart which resulted in e024 channel monitoring error intermittently on the oer-elite due to the connectors popping off during reprocessing. There was no harm or injury reported due to the event. This event is related to the following patient identifiers: (B)(6), maj-2112, (B)(6), maj-2112 (this report), (B)(6), maj-2111 , (B)(6), maj-2111.